Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. Ce (B)(4) initial

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver showed periodic asterisks in the display and exhibited a fault alarm while supporting the patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm recorded in the driver's alarm history data file. The fault code recorded occurs when the driver is allowed to run while not connected to a patient. Hospital reported patient was switched to a companion 2 driver during the event. Visual inspection of external components found no abnormalities. Visual inspection of internal components found no abnormalities. Freedom driver passed incoming functional testing. Additional testing was performed in an attempt to replicate the customer reported issue. An extended observation run was performed on the driver with "as received" settings and the driver performed as intended with no fault alarms or asterisks shown on the driver display. Failure investigation for this complaint could not confirm the reported issue. The complaint was not replicated during testing; the root cause could not be determined. Failure investigation identified no test failures or damage that could have contributed to the reported issue. The investigation determined that there is no evidence of device malfunction. Patient was switched to a backup driver without any reported adverse impact.